Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) was replaced after delivering shocks into normal sinus rhythm. The ICD was returned to cpi for analysis.